Event description:
It was reported that the stent partially deployed. An 8 x 40 x 130 innova stent was selected for use during an iliac artery stenosis stenting procedure. During the procedure, the stent could not be opened when it reached the lesion. The procedure was completed with another of the same device. An image was provided which showed that the stent was partially deployed. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name and phone number: (B)(6).